Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00141.

Event description:
It was reported that two mobi-c implants disassembled as the surgeon was backing them out of the disc space because he wasn't satisfied with their positions. Another mobi-c implant was used to complete the procedure without patient impacts. This is report one of two for this event.

Event description:
It was reported that two mobi-c implants disassembled as the surgeon was backing them out of the disc space because he wasn't satisfied with their positions. Another mobi-c implant was used to complete the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed both devices were returned partially disassembled. Potential cause root cause was unable to be determined. This event could possibly be attributed to inserting the device off-axis, adjusting during insertion, not turning the handle correctly during insertion or attempting to adjust the positioning while inserting the implant. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.